Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a blood pump rotor that tore blood tubing immediately into treatment. The blood pump rotor tubing guide pin damaged the blood pump tubing causing blood to leak from the pump segment. The white plastic top to the roller guide came up from the pin on the back side of the rotor. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the blood pump segment tubing. Fresenius bloodlines and dialyzer were used for treatment, however, bloodline and dialyzer information were unknown. The patient's estimated blood loss (ebl) was approximately (B)(6)as blood was not returned to the patient. There was no patient injury, adverse event, or medical intervention required as a result of the reported event. Patient treatment was completed on a different machine with new supplies. Technical support facilitated a replacement rotor to be shipped to the user facility to address the issue. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a blood pump rotor that tore blood tubing immediately into treatment. The blood pump rotor tubing guide pin damaged the blood pump tubing causing blood to leak from the pump segment. The white plastic top to the roller guide came up from the pin on the back side of the rotor. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the blood pump segment tubing. Fresenius bloodlines and dialyzer were used for treatment, however, bloodline and dialyzer information were unknown. The patient's estimated blood loss (ebl) was approximately 250 ml as blood was not returned to the patient. There was no patient injury, adverse event, or medical intervention required as a result of the reported event. Patient treatment was completed on a different machine with new supplies. Technical support facilitated a replacement rotor to be shipped to the user facility to address the issue. Additional information was requested, however it was not available.